Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the transmitter died early. No medical intervention was reported. Additional event or patient information is not available.